Event description:
It was reported that the insulin pump was given incorrect bolus information. The mother went to the health care professional to upload the device, and he confirmed that the information was not correct as it showed at one time the customer took 280 carbohydrates. The mother stated that the health care professional requested the device be replaced. The mother also mentioned that the customer had low blood glucose in several occasions, and the customer went to the nurse's office and they treated with juice. The blood glucose reading was 48mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.